Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, an aortic sac growth, suspected type I (a or b) endoleak, and migration of one of the proximal extensions (1cm below lowest renal) were detected during routine follow-up CT. Re-intervention is scheduled for (B)(6) 2019. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: a type ia endoleak and migration of the suprarenal extension by 12mm with secondary endovascular procedure. The reported aneurysm sac growth, however, is refuted and rather, the sac measures 94.6mm from the baseline of 113.4mm. The event is most likely user-related due to the patient's off-label neck anatomy (IFU states neck diameter to be between 18-32mm), the quality of the neck anatomy (dual sac aneurysm), and the contributing factor of implanting in a pre-existing ruptured aorta. The clinical assessment also determined that there was evidence to reasonably suggest a ruptured aorta present at the time of initial implant which was not included in the event as reported; the rupture was discovered during the review of the pre-CT and 1-day post-initial implant CT scan. Procedure-related harms for this event could not be determined. The final patient status was reported as being stable. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received confirming that the physician elected to treat the patient by successfully relining with an additional suprarenal afx device and two (2) extender ovation ix devices on (B)(6) 2019. The patient is reportedly doing well post secondary procedure. In addition, the clinical assessment refuted the reported event of aneurysm enlargement, but confirmed an off-label neck anatomy for the patient at initial implant and a type ia endoleak at the time of the reported event.